Event description:
Device malfunction: none. Symptoms/ae: intracranial hemorrhage, death. Time of ae: after the procedure. It was reported that during a right internal carotid artery stenting procedure, after the stent was placed, there was some slow flow near the filter site. The stent was postdilatated, the filter was retrieved and nitroglycerine 400mcg was given intra-arterially with complete resolution of the vasospasm. Postprocedure, the patient became hypertensive with a headache. The headache was treated with lortab. Two days postprocedure, the patient was discharged to home in stable condition . Fifteen days postprocedure, the patient was readmitted due to unstable angina and a myocardial infarction. Nineteen days postprocedure, a left heart catheterization was performed which found severe triple vessel coronary artery disease requiring a coronary artery bypass graft surgical procedure. At an unspecified time during this hospitalization, plavix was discontinued and the patient was started on a heparin drip. Twenty two days postprocedure, the heparin was stopped for an unspecified reason. Although the patient had a drop in hematocrit, the heparin drip was restarted. At that point, the patient began complaining of severe left hand numbness and tingling. Additionally, the patient became short of breath, cyanotic and tachypneic. The patient rapidly decompensated and was intubated. A CT scan showed an intracranial hemorrhage. The patient continued to deteriorate and a decision was made to hold all aggressive treatment. Twenty six days post procedure, the patient died. Study event.

Manufacturer narrative:
Evaluation summary: the stent remains in the patient. The lot number was provided. Vasospasm, myocardial infarction, stroke and death are known adverse events associated with the use of this device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.